Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous filed report, additional information was received that post-procedure it as noted that the patient demonstrated a sinus rhythm with 1st degree atrioventricular block and a left bundle branch block. The patient's baseline electrocardiogram (EKG) showed a sinus rhythm with qrs interval. An EKG and telemetry showed resolution of the lbbb and temporary transvenous pacing was discontinued. No additional information was provided.

Manufacturer narrative:
An event of valve underexpansion and left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the valve underexpansion could not be conclusively determined. It is possible procedure condition (first deployment attempt was too high) contributed to the event; however, this cannot be confirmed. The cause of the reported left bundle branch block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previous filed report, additional information was received that the length of the membranous septum was 4.3mm. There was calcium noted 3.8mm below the basal plane in the left ventricular outflow tract.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. It was noted that the patient developed a left bundle branch block during procedure. The valve was re-sheathed once during procedure due to being deployed too high and non-uniform expansion. The final non-coronary cusp implant depth was 3.26mm.